Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe needle was used during a hemostasis procedure performed on (B)(6) 2021. During the procedure, it was reported that the device was faulty. The procedure was not completed successfully. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.